Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. A 27mm device was initially attempted but was fully removed. A 31mm flx device was then attempted. After device deployment and prior to the plan to re-cross the intra-atrial septum in a different location, a small to moderate effusion was noted. No device was implanted and the procedure was aborted. The patient was prepared for pericardiocentesis. A drain was successfully placed and approximately 400 cc was removed over the next hour of intervention. A cell saver was utilized. The patient remained stable throughout and it was believed the effusion was successfully managed. The drain was left in place for 2-3 days. Status check on the patient the following day revealed no re-accumulation of the effusion and the patient remained stable. No known cause of the effusion was stated; however, intra-cardiac echo (ice) was utilized in the procedure. The transseptal crossing was noted to be challenging. A reattempt for laa closure is planned for this patient in a week.